Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel which resulted in greater than two seconds of asystole for this patient. The patient had a slow underlying rhythm. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.